Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, corrosion was found inside the device and the bearing was lodged in the spindle housing. The bearing, spindle housing, along with other components, were replaced.